Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to hole in pressure regulating balloon (prb). All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.